Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The battery out limit alarms could not be verified and the prime test could not be performed due to the keypad anomaly. The device also had a scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after changing the battery. The customer also reported receiving a button error alarm and the alarm could not be cleared. The customer stated that the device was exposed to water when it fell out of a boat. Blood glucose value was 8.3 mmol/l. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.